Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/24/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit failed electrical test, power cord resistance and failing the (preventative maintenance) pm. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 22aug2019, date of report : 27aug2019. The ac (alternating current) power cord (power cord,3 wire, rt angle, na,10a was returned to failure investigation for evaluation. No obvious wear, damage or cuts along main conductor insulation. However, inspection of the main cord insulator to wall plug strain relief revealed separation of the insulator from the wall plug inside diameter. The customer replaced the defective ac power cord to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.